Event description:
Boston scientific received information that the patient implanted with this device system was hospitalized for a left arm procedure. Upon device check, the sales representative noted that the left ventricular (lv) lead was turned off and the device was at end of life (eol) due to an extended charge time measurement. The representative did not know when the lv lead was turned off. Previous threshold measurements displayed greater than 7.5v at 1ms and pror lv impedance measurements were greater than 2,000 ohms and n/r when checked the day before. A device replacement procedure was performed without complication. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.